Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating / abdominal swelling") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure ((B)(6)) inserted. On unknown date she experienced abdominal distension (seriousness criterion intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itchy ear canal"), rhinorrhoea ("nasal discharg"), temperature intolerance (" sensitivity to the cold"), loss of libido ("loss of libido"), premature menopause ("early menopause"), iodine deficiency ("severe iodine deficiency"), abdominal pain upper ("gastric pain"), flatulence ("flatulence"), constipation ("constipation"), memory impairment ("memory disturbance"), disturbance in attention ("concentration problem"), aphasia ("loss of vocabulary"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("very hot suddenly"), hypersensitivity (" electrical hypersensitivity"), loose tooth ("tooth loosening"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), diplopia ("sight disorder"), vision blurred ("difficulty seeing clearly"), eye pain ("eyes stinging"), lacrimation increased ("teary eyes"), arthralgia (" joint pain"), neck pain ("neck pain"), gait disturbance ("difficulty walking for a long time"), stress ("stress"), depression ("depressive tendency") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (to remove essure ). At the time of the report, the fatigue, weight increased, myalgia, ear pruritus, temperature intolerance, constipation, limb discomfort, cardiovascular disorder, hot flush, loose tooth, gingivitis, hyperaesthesia teeth, stress, depression and vulvovaginal dryness were resolving and the abdominal distension, deafness, abdominal pain upper, arthralgia, neck pain and gait disturbance had resolved. The outcomes for cognitive disorder, rhinorrhoea, loss of libido, premature menopause, iodine deficiency, flatulence, memory impairment, disturbance in attention, aphasia, hypersensitivity, diplopia, vision blurred, eye pain and lacrimation increased were unknown. Essure (ess205) was removed on (B)(6) 2023. No causality assessment was received for essure ((B)(6)) with regard to fatigue, cognitive disorder, weight increased, myalgia, deafness, ear pruritus, rhinorrhoea, temperature intolerance, loss of libido, premature menopause, iodine deficiency, abdominal pain upper, abdominal distension, flatulence, constipation, memory impairment, disturbance in attention, aphasia, limb discomfort, cardiovascular disorder, hot flush, hypersensitivity, loose tooth, gingivitis, hyperaesthesia teeth, diplopia, vision blurred, eye pain, lacrimation increased, arthralgia, neck pain, gait disturbance, stress, depression or vulvovaginal dryness. The reporter commented: period of occurrence: throughout the presence of the implant from 2007 to 2023. Mprovement since the removal of the insert mentioned above. Overall, one month after removal, a feeling that my body no longer needed to fight against something¿more physical activity, more joy of living, more lightness. Less stress, especially in the winter, it is an overall feeling of lightness in every sense of the word. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. The most recent information was received on 07-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating / abdominal swelling") in an adult female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2023. On unknown date she experienced abdominal distension (seriousness criterion intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itchy ear canal"), rhinorrhoea ("nasal discharg"), temperature intolerance (" sensitivity to the cold"), loss of libido ("loss of libido"), premature menopause ("early menopause"), iodine deficiency ("severe iodine deficiency"), abdominal pain upper ("gastric pain"), flatulence ("flatulence"), constipation ("constipation"), memory impairment ("memory disturbance"), disturbance in attention ("concentration problem"), aphasia ("loss of vocabulary"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("very hot suddenly"), electric shock sensation (" electrical hypersensitivity"), loose tooth ("tooth loosening"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), diplopia ("sight disorder"), vision blurred ("difficulty seeing clearly"), eye pain ("eyes stinging"), lacrimation increased ("teary eyes"), arthralgia (" joint pain"), neck pain ("neck pain"), gait disturbance ("difficulty walking for a long time"), stress ("stress"), depression ("depressive tendency") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, weight increased, myalgia, ear pruritus, temperature intolerance, constipation, limb discomfort, cardiovascular disorder, hot flush, loose tooth, gingivitis, hyperaesthesia teeth, stress, depression and vulvovaginal dryness were resolving and the abdominal distension, deafness, abdominal pain upper, arthralgia, neck pain and gait disturbance had resolved. The outcomes for cognitive disorder, rhinorrhoea, loss of libido, premature menopause, iodine deficiency, flatulence, memory impairment, disturbance in attention, aphasia, electric shock sensation, diplopia, vision blurred, eye pain and lacrimation increased were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, cognitive disorder, weight increased, myalgia, deafness, ear pruritus, rhinorrhoea, temperature intolerance, loss of libido, premature menopause, iodine deficiency, abdominal pain upper, abdominal distension, flatulence, constipation, memory impairment, disturbance in attention, aphasia, limb discomfort, cardiovascular disorder, hot flush, electric shock sensation, loose tooth, gingivitis, hyperaesthesia teeth, diplopia, vision blurred, eye pain, lacrimation increased, arthralgia, neck pain, gait disturbance, stress, depression or vulvovaginal dryness. The reporter commented: period of occurrence: throughout the presence of the implant from 2007 to 2023 mprovement since the removal of the insert mentioned above. Overall, one month after removal, a feeling that my body no longer needed to fight against something¿more physical activity, more joy of living, more lightness. Less stress, especially in the winter, it is an overall feeling of lightness in every sense of the word. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.